Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at implant of the leadless implantable pulse generator (ipg), the threshold was high. The physician presumed the high thresholds were due to an unstable contact between the ipg and the myocardium or due to the poor condition of the myocardium. The physician decided to monitor the patient and the following day the thresholds were slightly lower and had stabilized; however, two days later a pacing failure was identified at times. The ipg remains in use. No patient complications have been reported as a result of this event.